Event description:
It was reported that patient reported to the ER after fainting and receiving therapy. Interrogation showed the ICD successfully detected and treated vf but a few undersensed events were observed. Resolved by reprogramming ventricular sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of a sensing anomaly was not reproduced in the laboratory. The device image was corrupted and information could not be extracted. No electrograms were available on programmer printouts. The device was tested using automated test equipment and passed all tests. The cause of the field event was not determined.